Event description:
Had to get tampon removed - vagina [foreign body in reproductive tract]. Cramping lower vaginal [dysmenorrhoea]. Anxiety (hard to breath) [anxiety]. (Anxiety) hard to breath [dyspnoea]. String came off tampon [device breakage]. String came off without hardly any pull. Had to get it removed- tampon [complication of device removal]. Case narrative: consumer reported via phone that the tampon string came off. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to get tampon removed vagina [foreign body in reproductive tract] cramping lower vaginal [dysmenorrhoea] anxiety (hard to breath) [anxiety] (anxiety) hard to breath [dyspnoea] string came off tampon [device breakage] string came off without hardly any pull... Had to get it removed- tampon [complication of device removal] case narrative: consumer reported via phone that the tampon string came off. No serious injury was reported.